Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2026. The patient¿s spouse reported the patient experienced issues with the problems with consistent and accurate readings. On (B)(6) 2026, the spouse found the patient unconscious in a reclined chair. The cgm displayed ¿urgent low,¿ and at that time the patient¿s bg level was not checked with a glucometer. The spouse attempted to feed her juice, soda, with a small amount of candy. She did not regain consciousness so he called emergency medical services (ems). Upon arrival the bg finger stick value was 34 mg/dl, and the cgm continued to display ¿urgent low.¿ IV dextrose was administered, and she was transported to the hospital via ambulance. The spouse did not remember the exact treatments she received but believed it may have been IV dextrose and antibiotics. At 9:00 pm she was admitted for treatment. No admission diagnosis was provided. The next day during the hospital stay, on (B)(6) 2026 at 11:35 pm, the cgm displayed ¿high,¿ and a bg check with the patient¿s accu-chek glucometer was 527 mg/dl. The hospital¿s glucometer recorded 411 mg/dl. After two days of treatment, she was discharged home in stable condition on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. On (B)(6) at around 11:35 pm, the patient's blood glucose was checked and it was reported to fall within the b, a zone of the parkes error grid. No additional patient or event information is available.